Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they used to charge their implanted neurostimulator every 2 days, but now, the implanted neurostimulator charge would deplete in less than 24 hours since 2-3 weeks ago. Patient said the charge had been going out a little bit at a time, but in the last week, the charge went out a couple of times. Patient mentioned they had to change their routine and had to charge every 24 hours or less and sometimes the charge frequency was unpredictable. Pt said they had not turned their settings up at all. During the call, the patient reset the controller and the controller responded. Patient saw a green light blinking on the controller when the controller was plugged into the ac power supply and li battery pack was installed. Patient then unlocked their controller and saw the batteries screen. Controller charge was 100% and implanted neuro stimulator charge was 50%. Patient initiated a charging session of their implanted device with a recharge quality of excellent. Tss suggested following up with mdt rep. At hcp's office and pt said they had upcoming meeting at hcp's office with a mdt rep. On (B)(6) 2023 to "better target the pain." Pt mentioned controller and recharger had been replaced in the past.